Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada. Name: tandem, street:11045 roselle street, city: san diego, state: ca, zip code: 92121. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that patient experienced high blood glucose level and was treated with insulin pump event on (B)(6) 2026.